Manufacturer narrative:
Reporter information: (B)(6).

Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the dfm100 indicating that device has battery issue. Patient involvement information remains unknown. The efficia dfm100 defibrillator, model#: 866199, is substantially similar to the heartstart xl+ defibrillator (model #: 861290) and will be reported in the united states under device model #: 861290.